Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to high temperatures. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. The customer delivered a correction bolus via pump to address bg. The customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿